Manufacturer narrative:
The reported event was confirmed by CAPA association. Visual inspection noted one temperature sensing catheter with a cut portion of the inlet tubing was received. Attempted to inflate the balloon with 10ml of methylene blue and water solution. Could be seen through the solution that the inflation notch was partially punched but the silicone was not completely removed from the opening. Dissected the balloon to find that the inflation notch was not completely perforated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling was not performed as the complaint addressed by existing CAPA. The actual/suspected device was evaluated

Event description:
It was reported that it was difficult to deflate the catheter during the pretest. Only 8cc of water was drained and the remaining was left in the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the catheter during the pretest. Only 8cc of water was drained and the remaining was left in the balloon.